Event description:
Customer reportedly tested 86mg/dl at noon and took 5 units of insulin at that time. She then began showing signs of hypoglycemia and tested 98mg/dl. Fifteen minutes later the customer tested 110mg/dl on the device. Customer was reportedly slurring her speech and almost unresponsive so the paramedics were called. Customer tested 27mg/dl on the paramedic's device 25 minutes later and received a glucose IV as treatment. No valid quality controls were used. Requested return of suspect device and replacement was sent.